Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown unexpectedly. The customer was able to turn the pump on and resume insulin delivery. The customer experienced an elevated blood glucose level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer delivered a correction bolus to address elevated blood glucose levels.